Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported falsely detected a loaded set which was confirmed but not reproduced. Eval observed the reported symptom at start up caused by a loose left alignment pin on the upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump falsely detected a loaded set. Any pt involvement, injury or medical intervention is unk.